Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports local anesthetic leaks out from the joint of the syringe luer slip and magellan safety needle during injection. Also, when taking IV blood sample for blood gas analysis, she has noted bubbles entering the syringe from seal of luer slip and magellan needle.

Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be made. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. The complaint file contains insufficient information to determine a most probable root cause. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.